Event description:
It was reported that, this pacemaker was found to be operating in safety mode when trying to program for magnetic resonance imaging (MRI). There were no programming and no magnet response. Subsequently, this pacemaker was explanted and replaced. The pacemaker was retained by the costumer and will not be returned. No additional adverse patient effects were reported.